Manufacturer narrative:
This info was not provided during initial report nor on medwatch report received. Additional info has been requested. No investigation could be performed, no conclusion could be drawn as no device has been returned.